Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was revised due to phrenic nerve stimulation. The same lead was used and placed in another target vein where there was no phrenic nerve stimulation. The patient was stable with no consequences.